Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Patient reported a right side "intracapsular rupture." Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, g.1, h.6

Event description:
Patient further reported "swelling right upper breast", "breast feels very firm, particularly to upper breast", and "discolored breast". Ultrasound confirmed intracapsular rupture. The device has been explanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. Edema : unable to observe as it is a medical event that is not related to the device. Pain: unable to observe as it is a medical event that is not related to the device. Visibility palpability: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Patient reported a right side "intracapsular rupture." Patient further reported "swelling right upper breast", "breast feels very firm, particularly to upper breast", and "discolored breast". Ultrasound confirmed intracapsular rupture. Patient additionally reported "capsular contracture baker grade IV and wrinkling" during explant, no rupture found. The device has been explanted and replaced. The patient also undergone capsulectomy.